Event description:
Pt reported having hyperglycemia and ketones on the morning of (B)(6) 2010. Pt did not provide blood glucose results. Pt reported going to the clinic; had an appointment there anyway. Pt stated noticed the infusion tubing was split and leaking. Pt reported changing to a new infusion set and is fine now. Pt reported being taken to the hospital; treatment received and timeframe at the hospital was not provided. Pt reported was not being able to self treat. Pt is on peritoneal dialysis. Pt reported being fine now. No further info is available. Requested return of the alleged infusion set for eval.